Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The patient presented in very bad general state of health and the intervention was the last option. The first xtr clip delivery system (cds 80213u123) was advanced to the mitral valve, and placed in medial position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips (80212u322, 80213u182) were implanted on the medial and lateral sides of the slda clip for stabilization. The ntr cds (80409u150) was advanced to be placed as a 4th clip in between the first and third clip, but was not implanted due to difficulties grasping and an increase of the pressure gradient to 7mmhg. The ntr clip was not implanted and the cds was removed. The gradient return to baseline. Three clips were implanted reducing mr to <1. After the procedure, the patient was confirmed to have a good outcome. Later in the week, on an unknown date, the patient died due to multi-organ dysfunction. It is the physicians opinion that the mitraclip did not cause or contribute to the death, but that the patients pre-existing condition was the cause of the death. No additional information was provided.